Manufacturer narrative:
The oad was returned with the crown detached. Scanning electron microscopy (sem) analysis of the driveshaft crown section showed minimal amounts of residual solder. Review of the device data log did not identify any compelling evidence of unusual stress or abuse of the device. There were 1.63 minutes of spin time and one speed-drop event. There were no stall events. The root cause of the crown separation was determined to be an insufficient solder bond during the manufacturing process. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of lesion in distal superficial femoral artery (sfa) via right common femoral artery (cfa) approach. The vessel diameter was 5-6mm. A 5fr guiding sheath was advanced but replaced with 6fr 45 cm guiding sheath for longer access and stability. Using the 6fr guiding sheath for support, a .014 non-csi guide wire was used to cross the lesion. The 6 fr sheath was exchanged with .014 catheter. The guide wire was replaced with viperwire and the oad was successfully advanced to the distal sfa. Following the second atherectomy treatment in distal sfa which was on medium speed, the lesion was engaged, and a high-pitch noise was heard. The oad stopped spinning, but the oad led lights remained lit. The physician started to remove the oad, but observed under fluoroscopy that the crown has fractured and was stuck in distal sfa. It is unknown if the detachment occurred while pulling the oad for removal. A 2.0 x 540 balloon of unknown brand was used to successfully snare the detached crown. Upon removal, the balloon was found stuck on the fractured component. No fractured component was left in vivo. Balloon angioplasty using a 5.0 balloon of unknown brand was used to complete the procedure. After the six-hour procedure, the patient was stable and kept in hospital for additional 3 hours for bed rest. An hour of the delay was clinically significant to the procedure. The patient was discharged with no further complications.